Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer malfunction was caused by a defective door controller. A field service engineer (fse) replaced the control module for the main drawer 4 because the diagnostic lights on that board were off. After replacement, the drawer was tested using the hardware testing application, and the test passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.